Manufacturer narrative:
The device was received for analysis on february 21, 2018. The returned device was received in generally good condition. Preliminary visual inspection confirmed the absence of any elements of non-conformity. A simulation of the collapsing and deployment phases was performed using the returned valve and a demonstration accessory kit, in an attempt to replicate the reported event. No problems were encountered with positioning, collapsing, or deployment of the valve. Upon deployment, sealing at the annulus level was confirmed. Thus it was not possible to replicate the anomalous behavior reported in the event description. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the involved device. From the event description provided, it was explicitly stated that the valve was prevented from fully expanding due to calcification of the aortic root. According to the perceval instructions for use calcium residues should be removed to "...regularize the annulus profile", and "eccentric/bulky protruding intraluminal calcifications must be removed." Furthermore, following re-operation and the implant of a different device, the patient's gradient remained elevated. The event can therefore reasonably be attributed to a combination of the patient's anatomy, and a failure to follow the instructions for use of the device.

Manufacturer narrative:
Other text : device disposition not presently known.

Event description:
The manufacturer was notified of the following event through the sure-avr registry:on (B)(6) 2017, a perceval valve pvs21 was implanted in a patient with moderate aortic regurgitation. The patient had previously undergone an aortic repair procedure, and an aortic valve replacement with a biological valve. At the time of operation, no sizing difficulties or doubts were reported. On (B)(6) 2017, a major adverse event requiring re-intervention occurred. It was reported that complete expansion of the valve had been prevented due to the calcification of the aortic root. The device was subsequently explanted.

Event description:
On 1 feb 2018, manufacturer received information that the patient was discharged after the re-intervention on december follow up visit and patient was well and asymptomatic, was able to walk without shortness of breath. There was still a pressure gradient in the patients latest echo, so it was reported that any problem may be caused by the patients anatomy rather than the valve replacement itself.